Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, during a 26mm sapien 3 ultra case by right transfemoral approach in aortic position, the delivery system balloon burst at the end of the deployment. The balloon was fully inflated when it burst. The valve was perfectly implanted and fully expanded. During the commander delivery system removal maneuvers, it was not possible to remove it through the esheath. A left contralateral arterial access was performed to help in removing the broken balloon. The esheath was removed and a self-expandable stent was implanted in left femoral artery. The patient was in the cardiology ward and was fine. The patient final outcome was good. As per medical opinion, the root cause of the balloon rupture was unknown.

Manufacturer narrative:
Updated h6 health effect clinical code per additional information received through follow up.

Manufacturer narrative:
The device was not returned for evaluation, therefore, a no product return engineering evaluation was performed. Post procedural imagery was provided by the site for review and showed: balloon burst in longitudinal and radial tear. Guidewire lumen is separated from the delivery system and the distal part of the balloon and nose tip is attached to the guidewire lumen. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, distal tip separation, and difficulty or inability to withdraw system through sheath were confirmed by the imagery provided. However, no manufacturing non conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of balloon burst, as reported, the balloon was fully inflated when it burst. As per case notes, calcification present on the patient leaflets and stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the reported balloon burst. The balloon burst likely altered the balloon profile, making the device more susceptible to be caught on the sheath tip and resulting in the withdrawal difficulty into the esheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the events. No IFU/labeling/training manual inadequacies or manufacturing non conformances were identified during this investigation. Therefore, neither a product risk assessment escalation nor corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.